Event description:
Meter kept giving them an error 4 message. This issue was not resolved with troubleshooting. Error 4 on the one touch ultra meter usually indicated that there may be a problem with the test strip or that the test strip may have been damaged, moved, or removed during testing. But, the patient's testing technique was correct and the condition of the test strips was good. They were asked to properly clean the meter and then retest, but the issue still persisted. They did contact a medical professional for advice, but was not given any treatment. There is no adverse event reported and no further clinical information provided. This case is reported as a meter malfunction since the error 4 issue was not resolved.